Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. On (B)(6) 2013 at 11:00am, the patient tested on the inratio device and received an inr result of 4.8. At 5:00pm, the patient visited the emergency room with a severe headache. The lab inr was 1.56. There was no report of treatment and the pt returned home. The pt then tested on the inratio device and received an inr result of 4.6. There was approximately one (1) hour between the lab test and the second inratio test. On (B)(6) 2013, the patient tested on the inratio device and received an inr result of 1.7. Therapeutic range is 2.0- 3.0 for the patient. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.